Event description:
A surgeon reports that a pt has not been able to achieve the visual acuity expected following intraocular lens implant surgery. A scratch was noted on the lens optic after implant. The scratch was caused by the implant forceps. The lens remains in the pt's eye. Add'l info has been requested.